Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 had developed a power issue ¿ meter does not turn on. The complaint was classified based on customer care advocate (cca). The patient stated that the alleged product issue first began around 1-2 months prior to contacting lfs. The patient manages her diabetes with oral medications ¿glipizide¿, diet and exercise and stated that she made no change to her usual diabetes management routine in response to the alleged product issue. She stated that on an unspecified time after the alleged product issue began she developed symptoms of ¿balance was off¿. The patient stated that on (B)(6) 2018 around 2-3 pm she made a doctor¿s office visit and was prescribed 500mg metformin and advised by her doctor to exercise. The patient stated they obtained a blood glucose result with the doctor¿s meter but could not recall the result. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and based on the information provided, there was no misuse of the product. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began due to being unable to test on the subject meter.